Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was not confirmed; however, the reported event of the controller exchange was confirmed by analysis of the submitted log file. The system controller (serial number (B)(6)) was not returned for analysis, however a log file was submitted for review. A review of the submitted log file showed events covering 2 days (14sep2020 and 30nov2020 per time stamp). The controller was powered on again on the (B)(6) 2020 for a short time. The driveline was disconnected for a system controller exchange on (B)(6)2020 at 09:36:40. The log file did not contain any data related to the reported event of a backup battery fault. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on 01mar2021 stated the system controller will not be returned to abbott. The root cause for the reported event of a backup battery fault and controller exchange was unable to be conclusively determined through this analysis. The device history records were reviewed and the heartmate 3 system controller (serial number (B)(6) was found to pass all manufacturing and qa specifications. The heartmate iii instructions for use section 7 ¿alarms and troubleshooting¿ and the heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ address how to interpret and troubleshoot alarms, such as backup battery fault alarms. The heartmate iii instructions for use section 2 ¿system operations¿ and the heartmate iii patient handbook section 2 ¿how your heart pump works¿ address how to properly exchange controllers. The heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarms resolved after switching the controller and the patient was asymptomatic during the controller exchange. The patient plan of care is to continue current treatment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was exchanged due to a backup battery fault. The driveline disconnect for this exchange was noted on (B)(6) 2020 at 9:36 am. The pump was functioning as intended.